Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was use related due to improper technique.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a cp pump support ongoing for a patient admitted in cardiogenic shock and cardiomyopathy. The pump had persistent positioning issues that prompted pump repositioning. The patient was on bipella support and remains so with repositioning. The patient survived the event.